Manufacturer narrative:
The reagent lot number and expiration date could not be provided. The field service engineer checked the analyzer and found no issues. Based on the limited information, the investigation was unable to determine a specific root cause. The event was consistent with hardware issues and inadequate preanalytic handling. Correct pre-analytic sample handling is within the customer's responsibility.

Event description:
There was an allegation of questionable low tina-quant albumin gen.2 results for patient samples and qc material from the cobas pure c 303 analytical unit. The customer reported the results outside of the laboratory, and the doctor complained that the results were implausible. No specific data could be provided.